Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was in the clinic for a routine appointment, and a low flow alarm on the ventricular assist device (vad) was noted during log file review. It was also noted that there were areas of potential suction. It was suspected that the patient had arrhythmias and some dehydration that caused the low flows and suction. The vad remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the low flows continued and the patient was found unconscious and found to be in ventricular tachycardia (vt). On the same day the patient was found unconscious, there wasan unexpected loss of power to the controller. The controller remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 29-aug-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that support was discontinued due to multi organ system failure and the patient subsequently expired. When the patient was found down their body temperature on arrival to the emergency room was 108 degrees fahrenheit and there were second degree burns on their body from being outside for an unknown period of time.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation as they remain in use. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Of note, information provided by the site indicated that the patient expired due to multi organ system failure. Review of controller log files revealed transient decreases in power consumption and estimated flows along with suction events starting on 16/jun/2025 accompanied by eight (8) low flow alarms logged since on (B)(6) 2025. Review of the controller event file revealed one (1) controller power-up event with an associated motor start event logged on 5/jul/2025 at 17:57:41, indicating a loss of power to the controller. The data point logged prior to the loss of power revealed that no power was connected to power port one (1) and the adapter was connected to power port two (2). The data point recorded after the loss of power revealed the adapter was connected to power port one (1) and that (B)(6) was connected to power port two (2). The controller was without power for eight (8) seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA: pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Per the instructions for use, cardiac arrhythmia, multi-organ failure, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional product: d1: heartware ventricular assist system ¿ controller 2.0 d4: serial#: (B)(6), h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.